Event description:
It was alleged that the siderail will not latch in the full upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.